Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted scratches on the device header. The seal plugs are intact. The set screw operative normally. The device passed longevity calculation at 109%. Manual electrical measurement noted normal sensing and pacemaker functions. A review of the device memory noted no resets, errors, or fault codes. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery life of this pacemaker went from one a half year to less than half a year in a span of six months. Boston scientific technical services (ts) discussed sending save to disk for analysis as this could be due to change in device parameters or bin jumping. The physician decided to schedule the patient for in clinic check in a month. To date, the device remains in service. No adverse patient effects were reported. The associated investigation determined that battery status indicators were different than expected. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Additional information indicated that the device was explanted and was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Describe event or problem for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that the battery life of this pacemaker went from one a half year to less than half a year in a span of six months. Boston scientific technical services (ts) discussed sending save to disk for analysis as this could be due to change in device parameters or bin jumping. The physician decided to schedule the patient for in clinic check in a month. To date, the device remains in service. No adverse patient effects were reported.